Event description:
Pt found unresponsive at home. Emergency medical system started cardiopulmonary resuscitation. Attempted to pace out off asystole but machine and/or pacer pads did not function. Pt did not revive and was pronounced deceased shortly thereafter.